Event description:
It was reported that during a gastric bypass procedure, the cartridge was opened and there were no staples or drivers in the device. Case completed with another device of the same product code. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results showed that one reload was received unfired and in good visual condition. The reload was tested for functionality with a test device by loading it into the device. The functional test demonstrated that the staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no damage on the cartridge was noted and all staples and drivers were present. The batch record was reviewed and no anomalies were noted during the manufacturing process.